Manufacturer narrative:
Biomedical has run the device, takes a while for the fault to show. False positive tf5507 occurs due to a defective sensor board pmixer. A replacement sensor board will be sent to the hospital.

Event description:
Hamilton medical ag received the following incident description: during ventilation, tf5507 was displayed on the device, ventilation continued.

Manufacturer narrative:
Biomedical has run the device, takes a while for the fault to show. False positive tf5507 occurs due to a defective sensor board pmixer. A replacement sensor board will be sent to the hospital. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during ventilation, tf5507 was displayed on the device, ventilation continued.